Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted and replaced due to unknown product performance issue after being implanted for less than a year. No additional adverse patient effects were reported.

Event description:
Additional information was received that this rv lead had high thresholds, and the physician wanted to replace the lead instead of reposition.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations of high thresholds.